Event description:
There was an allegation of questionable triglycerides results from the cobas c 303 analytical unit. Sample (B)(6) initial result was 430 mg/dl, and the repeat result was 170 mg/dl. Sample (B)(6) initial result was 153 mg/dl, and the repeat result was 253 mg/dl. Sample (B)(6) initial result was 154 mg/dl, and the repeat result was 238 mg/dl. Sample (B)(6) initial result was 484 mg/dl, and the repeat result was 65.6 mg/dl.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
In another investigation, it was determined that the lab had some preanalytical issues present. The customer changed the tubes they are using due to the sample possibly being contaminated by the gel separator. The customer replaced their centrifuge and verified that the osmosis water quality was within standard. The instrument check passed successfully. The alarm trace shows several abnormal aspiration and sample short alarms present, even after actions on preanalytics were taken. The investigation was unable to determine a direct root cause and determined that there was no product issue.